Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose nuts inside the housing that secure it to the adapter plate allowed the housing to shift forward when opened and backward when closed, preventing the hasp loop from fully seating in the latch and resulting in repeated drawer open failures. A field service engineer inspected the device and tightened housing nuts, adjusted hasp alignment, and cleaned microswitch and connector contacts. Verified fix with acceptance test and confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager notified error message and requested sensor replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.